Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. The cause of the reported event of ¿difficulties advancing the stylet¿ and helix would not extend were isolated to the over torqued inner coil which is consistent with damage sustained during the surgical procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, after several attempts to reposition the lead in the atrium, the physician experienced difficulties advancing the stylet and extending the helix for anchor. Lead malfunctioning was suspected. The lead was removed, and new lead was implanted. Patient was stable.